Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) provided troubleshooting with the customer. The customer confirmed that the filters were clean and the circulation fan was operating. The fse advised the customer to replace the blower. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that when the ventilator was powered on, it had an 1122 error (blower temperature high). The device was about to be put into use; however, there was no patient harm. The event date was not specified; estimate used.